Manufacturer narrative:
Correction: g1.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a distal left main artery (lm) and left anterior descending artery (lad) with multiple calcium nodules. Multiple low speed treatments were performed. Angiographic imaging showed good results. During the next treatment in the proximal lad, a perforation was observed and the patient's blood pressure dropped. A graftmaster was used in an attempt to manage the perforation, however, the patient expired. No additional information was provided. Additional information was received indicating in the physician's opinion, orbital atherectomy caused the perforation. In the physician's opinion, the cause of the patient death was due to sudden drop in blood pressure, perforation, and unable to manage the perforation in time with the graftmaster. It was noted the graftmaster stent did seal the area it was implanted; however, the perforation as larger than expected.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a distal left main artery (lm) and left anterior descending artery (lad) with multiple calcium nodules. Multiple low speed treatments were performed. Angiographic imaging showed good results. During the next treatment in the proximal lad, a perforation was observed and the patient's blood pressure dropped. A graftmaster was used in an attempt to manage the perforation, however, the patient expired. In the physician's opinion, orbital atherectomy caused the perforation. In the physician's opinion, the cause of the patient death was due to sudden drop in blood pressure, perforation, and unable to manage the perforation in time with the graftmaster. It was noted the graftmaster stent did seal the area it was implanted; however, the perforation was larger than expected.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient effects of perforation of vessels, low blood pressure, delay to treatment, unexpected medical intervention and death appear to be related to operational context. In this case it is possible that the reported patient effects of perforation of vessels, low blood pressure, delay to treatment, unexpected medical intervention and death are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a distal left main artery (lm) and left anterior descending artery (lad) with multiple calcium nodules. Multiple low speed treatments were performed. Angiographic imaging showed good results. During the next treatment in the proximal lad, a perforation was observed and the patient's blood pressure dropped. A graftmaster was used in an attempt to manage the perforation, however, the patient expired. No additional information was provided. Additional information was received indicating in the physician's opinion, orbital atherectomy caused the perforation. In the physician's opinion, the cause of the patient death was due to sudden drop in blood pressure, perforation, and unable to manage the perforation in time with the graftmaster. It was noted the graftmaster stent did seal the area it was implanted; however, the perforation as larger than expected.